Manufacturer narrative:
(B)(4). The incident is reported to have taken place sometime within the period of january to march 2016. Device evaluation summary: post market vigilance (pmv) led an evaluation of one sealed device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The returned product was found to meet quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Event description:
According to the reporter; the dehiscence was a result of "ruptured fascia."

Manufacturer narrative:
(B)(4). Device code: while it was provided that dehiscence occurred in the patient, the condition of the device was not provided and is unclear as to what sort of device issue is associated with the dehiscence.

Event description:
According to the reporter, after using the product for an abdominal procedure, dehiscence occurred resulting in the patient needing a re-operation. The product was not re-sterilized prior to use. There was no additional blood loss and the there was no change from endoscopic to open surgery. No portion of the device fall into the patient cavity. This occurred within the last 48hrs but the exact date was not provided ((B)(6) 2016)